Event description:
Baxter reported a leak on a transfer set from a cut on the tubing close to twist clamp found during patient use. The set was used for 4 months and it occurred just before exchange of the set. The patient doesn't use a belt and also it is impossible to make a cut like the one observed by clean flash. The patient usually puts the tubing in a pocket, such as an abdominal bandage without kinks and excessive force. The actual sample is available for evaluation. There was no patient injury or medical intervention.

Manufacturer narrative:
.